Event description:
Boston scientific received information that low shock impedances were detected on this right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
Resolution has been requested from the field. It was reported that this patient will be further evaluated at a later date. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
It was later reported that this lead also had low pacing impedances. The field representative reported that the physician wanted to turn off the shocking lead. There had been some diverted shocks due to noise as well. Technical services discussed programming options. This was to be further discussed with the physician. The field representative later reported that this lead will be revised in the near future due to a subclavian crush as revealed by an x-ray.

Manufacturer narrative:
The lead was surgically abandoned and a new lead was successfully implanted.